Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump battery depleted from 60% to 5% within on day. The customer then attempted to charge the pump however the battery did not charge and the pump shut off. When the pump was turned back on the battery gauge displayed 100%. The customer's blood glucose level was 185 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.